Manufacturer narrative:
The device was in clinical use at the time the reported issue was discovered. The patient did not code during the procedure or while connected to the flex cardio device. The patient tolerated the procedure well and was transported to the intensive care unit were she later passed. Per the information provided by the cath lab director, this particular patient came in with a history of peripheral vascular disease status post, below knee amputation. The patient was reportedly found down at home by family as an unwitnessed arrest and emergency medical services was called. The patient arrived to the emergency department in full arrest with resuscitation efforts under way and continued until an ECG rhythm returned and the patient was then transferred to the cath lab as an acute, post-code stemi. The patient had been coding before she arrived in the cath lab and prior to being monitored by the xper flex cardio device. The patient had not been connected to the xper flex system when she coded. The customer advised that this patient's expiration was not a result of the philips equipment. The patient came into contact with the equipment already in poor health. This was an emergent case during after-hours where the patient¿s health was failing before even coming to the hospital. A philips field service engineer (fse) was dispatched to address the reported issue and perform a complete systems check including the operating system, flex unit and cables. The device evaluation was performed by the field service engineer on the actual device involved in this complaint. It was reported by the field service engineer that he could not confirm the reported issue. He restarted the system several times and the system was working fine. The field service engineer reloaded windows 7 and the xper software. The fse further asked it to reconfigure the network port to auto negotiate instead of 100 full, reinstalled the xper software and re-configured. The xper host is on the hospital¿s domain. The system checklist was completed again. Since the reported issue, this stations software (win7, xper xims, xper flex) has been reloaded and the customer has confirmed the device has been running as intended without issue. The procedure lab has performed cases for 3 stemi patients successfully without issue. There is no indication reported to suggest or confirm the device was used incorrectly. The device remains at the customer's site. The investigation for the issue reported concludes a malfunction because the device did not behave as expected by the customer and the available information does not support how this could be a user misunderstanding. This investigation confirmed that the xper flex cardio device did not cause or contribute to the patient's passing. The patient was in poor health before arriving to the cath lab, the procedure was successful but the patient later passed in the intensive care unit. No further action or investigation is warranted based on the available information at this time.

Event description:
The issue reported took place over a two day time period. On (B)(6) 2015, the customer reported that the entire system shutdown and "reset itself." Customer advised that the application crashed while performing a coding stemi case. On (B)(6) 2015, the customer reported that the system bluescreened again and a service work order was created for onsite support. It was also during this time that the customer mentioned that the patient from the previous day's coding stemi case had expired later in the day in the intensive care unit. The customer advised that this patient's expiration was not a result of the philips equipment and that the patient came into contact with the philips equipment already in poor health.